Event description:
The customer contact reported, a leak of a chemotherapeutic agent. The tubing set was being used to deliver fluorouracil 4900mg/1000 ml at a rate of 22 ml/hr for a duration of 46 hrs. The delivery was initiated at the hospital and the pt was discharged home. After an unspecified length of time in use, leakage was noted from the filter of the tubing set. The homecare nurse was notified. The chemotherapeutic agent that leaked was cleaned up according to the facility's protocol. The nurse reported, that the chemotherapeutic agent leaked onto the pt's gown. The pt was sent to the hospital to have the therapy discontinued. The solution container and tubing set were replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.